Event description:
Customer reported that the acuity central station had memory errors. These memory errors resulted in the loss of the ability to track pt vital signs from a central location, although vital signs would still be available at the bedside monitor. We provided the customer with assistance in initiating commands to attempt repair of the memory error. The commands had not completed by the end of the tech support call and the customer did not respond to subsequent attempts to contact them.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for eval.